Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The initial result from an aliquot of the sample was < 0.1 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the doctor as the patient had 2 previous hcg + b results that were positive. The customer pulled the aliquot tube and the master tube and repeated each with results of 3294 miu/ml and 3208 miu/ml respectively. The repeat results were believed to be correct. No adverse event occurred. The hcg + b reagent lot number was 28429205 with an expiration date of 28-feb-2019. The field service engineer (fse) visited the customer site. Multiple parts of the instrument were checked and no issues were identified. The fse reviewed the alarm trace data and did not notice any errors. The system has been running with no errors or qc issues. Calibration and qc were acceptable. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified.